Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after one day in use with a patient, the pump exhibited a "no disposable, clamp tubing" alarm. No injury was reported.